Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrioventricular node ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter and the patient suffered cardiac tamponade requiring surgical intervention. It was reported that after doing the bi-ventricular pacer they did an atrioventricular node ablation. After the ablation, the patient's blood pressure dropped. It was confirmed via tee that the patient had a pericardial effusion. The patient then had a pericardiocentesis and 600ml of fluid was removed from the patient. The patient was not stable, and their blood pressure continued to drop. The patient went to the operating room (or) for surgical repair. Patient's status was unknown at the time of the cal. The patient is in the intensive coronary care unit (iccu). They stated that while doing the bi-ventricular pacer the right ventricle (rv) lead had to be repositioned. The physician stated during the pericardiocentesis they think the repositioning of the rv lead may have caused the pericardial effusion. They were using a ez steer¿ nav bi-directional electrophysiology catheter with a medtronic sheath. Additional information received indicated the adverse event was discovered post use of biosense webster products. It was the physician¿s opinion that this event was caused by repositioning the rv lead. The patient had a pericardiocentesis and a pericardial window as interventions. The patient outcome of the adverse event was reported as improved. It is unknown if the patient required extended hospitalization because of the adverse event. A smartablate generator was used in the procedure. A transseptal puncture was not performed. Prior to noting the pericardial effusion, ablation was already performed. There was no evidence of steam pop.